Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had high impedance in the high voltage coils. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had dislodged during rv lead extraction. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The medial portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.